Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received an inappropriate shock due to episodes of post-paced t wave oversensing. High voltage therapy was disabled on the device and the patient was treated with pharmaceuticals and was in stable condition.